Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. A cine of the case was returned and reviewed. The balloon catheter in question is within the guide catheter only. The images do not depict a leaking balloon catheter or the balloon catheter in position for inflation; therefore the images did not confirm the reported balloon inflation. However, the returns good analysis did indicate a leak in the balloon catheter which would confirm this report. It was reported that the balloon dilatation catheter was used for a septal alcohol ablation. It should be noted that the mini trek ii otw, instructions for use (IFU) states: the nc trek rx coronary dilatation catheters is indicated for - balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of de novo chronic total coronary occlusions and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a septal alcohol ablation, the balloon catheter could not be inflated. During preparation, the balloon was flushed and filled with saline heparinized water. There was no resistance upon advancement of the device to the treatment site. The device was removed without resistance and a non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.